Event description:
The customer indicated that a pt had a urine sample tested with an icon 25 hcg test kit and the hcg results was negative (-). A serum sample for quantitative hcg was also collected (test at unilab) was collected on the same day and the quantitative hcg result was 7781 miu/ml. Based on the printed results, the customer indicated the pt was about 6 weeks pregnant. The customer indicated that there has been no change to pt treatment that can be attributed to this event.